Event description:
Boston scientific corporation became aware in 2008 of a polaris loop ureteral stent migration into the "uretra" (urethra) occurring approximately six months ago. The physician only reported the event and offered no specifics regarding the case. The pt's age, gender, and weight is not known. The upn and lot# is not known. No complications were reported for the pt.

Manufacturer narrative:
The upn number and lot number of the device used is unknown; consequently the expiration and MFR dates are unknown. The complainant indicated that the device will not be returned therefore, a failure analysis is not available and the relationship between this device and the cause of the is event is undetermined. Review of the device history record (DHR) and lot history was not being performed due to lot number not being provided.. The december 2007 polaris loop product family complaint trend report, specific to this failure mode was reviewed; no unfavorable trend was noted.